Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the surgeon fired clip onto cystic duct and the clip then fell off of duct. Another clip was fired and the case was completed successfully. There was no consequence to pt.